Event description:
It was reported that the unit was leaking from the tube. It was further reported that the unit was being used in a normal manner. The operation was completed without having to change the unit.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.